Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient's weight at the time of the event was (B)(6) lbs. Patient called and left message with the provider. Leaned clear to the left on (B)(4) 2017, it restarted. The lack of feeling stimulation was partially resolved. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain and other chronic /intract pain. The patient stated that the patient had surgery on their knee and a heart surgery. The patient reported that before one of their surgeries and their stimulation felt so strong that "it felt like their feet were going to blow off." The patient turned their stimulation back on on (B)(6) but are not feeling any stimulation. The patient stated that they were increasing it but they were still not feeling it. The patient synced with the programmer and it showed that the stimulation was on. The patient has adaptive stimulation on. The patient was forwarded to their healthcare provider (hcp) to check the ins and leads. No further complications were reported or anticipated.